Manufacturer narrative:
Concomitant medical products: 6944-58, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was there was an atrial lead position check failure. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.